Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), depression ("depression"), migraine ("migraine"), myalgia ("muscle pain") and menopause ("menopause"). The patient was treated with surgery (fallopian tubes and implants removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, depression, migraine, myalgia and menopause was resolving. The reporter provided no causality assessment for depression, fatigue, menopause, migraine, myalgia and pelvic pain with essure. The reporter commented: the patient felt better but she suffered and felt not understood enough. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 8.944 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.